Event description:
It was reported that a pt intubated with a size 8.0 xltd, extended length disposable cannula cuffed tracheostomy tube - distal required medical intervention with the 15mm connector on the size 8 xic, extended length inner cannula disconnected, and then separated from the inner tubing which remained in the 8.0 xltd outer cannula. Reporter states that the pt was being moved and repositioned when the disconnection and separation/breakage occurred. Difficulties were initially encountered with removal of the separated inner cannula tubing which remained in the 8.0 xltd outer cannula. Attending medical staff removed the separated inner cannula tubing, inserted another single use, disposable 8 xic ventilation was resumed. There was one (1) pt involved who reportedly experienced minor trauma/respiratory distress. The pt has returned to baseline condition. The involved 8 xic was discarded and as such is not available to be returned to the MFR for analysis and investigation.